Event description:
It was reported by the sales rep in (B)(6) that an hour postoperatively to an unknown surgery on (B)(6) 2022 while using the fms vue pump-shaver box device, it was observed that the patient had a swollen shoulder. According to the report, the idle flow 150, heigh of pump +30cm, pressure 70mmhg then lowered to 60mmhg when the swelling was noticed. The procedure was completed successfully. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4)) incomplete. The lot number was unknown. The serial number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this reort. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additionl narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the photo does not provide enough evidence to determine root cause, the photo only shows a swollen shoulder. Hands on analysis should provide the evidence necessary to confirm the root cause. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause for an excessive flow/pressure can be attributed to an incorrect set up during procedure and if not adjusted or reduced the flow/pressure, can cause fluid to be forced outside of the joint into surrounding tissues and can cause a swollen shoulder. However, this cannot be conclusively affirmed. As per IFU, recommended joint pressure are generally in the range of 50-70 mmhg. The lower value of 50 mmhg is recommended to maintain low extravasation, while the higher value of 70 mmhg is recommended to reduce risk of bleeding. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.